Event description:
It was reported that a programming error occurred. Per the reporter somehow the pump was programmed to stopped pump during a refill, date unknown. The pump was replaced. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.